Event description:
Rep reported that the device has reached eri. Home monitoring alerted him to the eri status. Battery voltage is 5.68v, and it is not a transient voltage decrease. Explant and replacement was recommended. Prod rec'd 03/20/2007. Files updated.